Event description:
Lumenis received an adverse event report on two patients who sustained burns following treatment by m22 device.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information and patient photo. Lumenis didn't receive incident form or patient photo, despite several attempts to obtain this information, therefore this complaint is represent the both injured patients. An examination of the subject device was performed by lumenis service engineer after verifying all system functions including calibration and output energy verification, the customer changed the vascular filter out. Ce replaced the lightguide due to chip on lightguide itself. Reconfirmed energy at various settings to ensure that the proper energy is delivered to patient. Checked safety, mechanical and interface functions, the subject device operated well within lumenis specifications. No device malfunction was observed. The system was operational and was ready for use. The device was installed on (B)(6) 2015 and last pm was on (B)(6) 2023. Per the m22 user manual (um-1024721, revision h) section #5.2.3.1. 'Accessory care' requirement: "inspect the handpiece, lightguides, tip and filters for damage and/or contamination before use. Inspect the umbilical cables for cracks, frays or other damage."device malfunction wasn't the suspected cause of the adverse event. Clinical evaluation wasn't performed, since no incident form or photos were sent to lumenis. While the information received to date does not confirm that a serious injury nor malfunction had occurred, because of the lack of information lumenis is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4))